Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient reported that all of their device was left inside their body. It was turned off because it was not working well. Additional information received from the healthcare provider reported that the patient had no change clinically. An isotope study at the time of eri (elective replacement indicator) showed no intracthecal delivery. The physician weaned the drug and no patient symptoms occurred. The physician reported that it was turned off because it was a catheter failure, but no clinical worsening. The actions and interventions taken to resolve the issue was reported as with only saline in the pump her spasticity is stable. No further complications reported.